Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when clipping the cystic duct, the clip could not be closed correctly and the clipping to the tissue could not be completed. The same issue happened to another clip applier from another lot. A new instrument was opened and used to complete the procedure. There was no patient injury.